Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2017 with blood glucose of 50 mg/dl. Patient's current blood glucose: 321 mg/dl. Customer states that after the evacuation from storm harvey (B)(4) the customer experienced a low. Meter was unable to read her blood glucose level and she was taken to the emergency room. They treated her with IV and her daughter gave her (B)(6)'s. Customer reported that her blood glucose may have been around 80 mg/dl, but she's not sure. Patient has been experiencing low blood glucose for the 1st time she went that low. Customer states: the drive support cap appears normal (slightly indented). Customer reports they have contacted their healthcare provider regarding the low blood glucose. Customer was in emergency room as a result of low blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was the driver at time of accident. The insulin pump will not be returned for analysis.